Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer provided remote assistance to customer for complete shutdown and reboot of device. A 3-minute wait period was observed prior to restarting. Device restarted without any failures. Customer reviewed storage space configuration and confirmed no issues on 5.1. Medication was inventoried and unloaded to ensure no failed pockets remained. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.